Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a compromised force sensor system alarm. Customer's blood glucose was 411 mg/dl. The customer treated herself with a manual injection. Troubleshooting did not find any damage to the drive support cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for a compromised force sensor system. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.